Event description:
It was reported that customer experienced cartridge alarm on tandem mobi pump, and technical support confirmed cartridge alarm 34 with history of similar alarms on same pump. There was no adverse impact to the customer's blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, and technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for storage mode and pump return, and advised customer to return problematic pump within 10 days and to program pump settings and connect continuous glucose monitor on replacement pump, which customer understood and acknowledged.